Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film review: two photographic images were returned for review. The first photographic image contained the hawkone cutter window assembly and a portion of the drive shaft and housing assembly. It was observed that the housing assembly had detached from the catheter at the proximal end of the housing, where the coils initiate, distal to the anchor pockets. The drive shaft remained attached to the catheter. The cutter was not visible. The cutter window appeared bent. The second photographic image also contained the cutter window assembly and a portion of the drive shaft, and the proximal end of the housing assembly. Biological debris was noted in the housing assembly. The proximal end of the inner laser drilled coils were stretched and bent and were protruding from the proximal end of the housing assembly. The spider fx device was not included in the returned images. The photographs were consistent with the reported event and returned device. Device evaluation visual inspection: the components were removed from the return packaging for review. Sheath: a red blood-like substance was noted on the grey introducer. The returned introducer was a 5 fr. Microscopic inspection revealed that the distal tip of the sheath was torn. Spider fx: the spider fx device was returned outside of the delivery catheter (green) and retrieval catheter (blue) . Multiple bends and kinks were noted along the spider fx capture. The kinks were located approximately between 51.0cm to 65.5cm, 116.0cm to 130cm proximal to the coiled distal tip. A bend and kink were also noted in the distal end of the catheter, approximately 2.2cm and 6.5 proximal from the distal tip. Debris was observed in the filter basket. Microscopic inspection revealed that areas of damage to the ptfe cover were noted at the location of the capture wire bends. No anomalies were observed with the filter braids. Retrieval catheter: multiple kinks were observed in the blue catheter. The kinks were located approximately 4.5cm, 9.2cm, 12.4cm, 19.0cm, 22.3cm and 22.9, cm proximal to the distal tip of the retrieval catheter. Delivery catheter: multiple kins were observed in the green catheter. The kinks were located approximately 8.7cm, 11.7cm, 19.7cm proximal to the green catheter¿s distal tip. It kink was also observed in the exit port of the catheter, approximately 21.7cm proximal to the catheter distal tip. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone atherectomy device with a spider fx embolic protection device and 6fr sheath during treatment of calcified and plaque lesion located in the patient¿s proximal superficial femoral artery (sfa) and anterior tibial artery (ata). Slight vessel tortuosity and moderate calcification is reported. IFU was followed. No resistance was noted during advancement. It was observed that wire wrap occurred during the procedure. A bunching of wire was observed under fluoroscopy in the proximal sfa with the 3 mm spider remaining in the anterior tibial artery. The product was removed through the sheath with the wire wrap. The hawkone device was observed to be damaged with the blade and drive shaft out of the nose cone. The hawkone was reported to have torn and separated at the proximal nose cone. Separation did not occur at the hinge pins. There was no chips missing from the hawkone blade. The device was removed with the cutter inside the housing. The devices were removed safely from the patient. The spider wire was used to exchange for a new sheath and a trailblazer was used to remove the spider and take final images. No vessel damage was noted. No patient injury reported.